Manufacturer narrative:
Eval: a visual inspection of the returned product shows a portion of the lens optic and a haptic is torn & inside the cartridge. There is another tear in the optic. There is clear and reddish surgical residue on the lens. There is no visible damage to the cartridge which has clear surgical residue on it. Conclusions: no conclusion can be drawn. Based on the complaint history and eval of the returned product, a specific root cause could not be determined. It should be noted that the injector was injector was not returned for eval.

Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v and the trailing haptic got stuck in the injector and tore off. The lens was removed from the pt's eye without enlarging the incision and replaced it with another lens. No pt injury.